Event description:
This set had been difficult to connect to bags since the set had been changed. Per customer, the connection between the luer connector of the set and the luer connector of bags has always been weak (addressed in this report). Eight days after the set had been changed, the set was separated from yume set while the therapy unexpectedly. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The evaluation did not confirm the reported issue in the lab.